Event description:
Bayer case number: (B)(4). Pain, [pelvic pain female], cognitive disorders [cognitive disorders], heavy periods [heavy periods], fatigue [fatigue], early arthrosis [arthrosis], he noticed the deterioration in her general health [general physical health deterioration], knee operation [knee operation], she struggled to get up in the morning [dizziness on standing up], she was found to have an allergy to nickel [nickel allergy], poison inside [metal poisoning]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain,") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2017 she experienced general physical health deterioration ("he noticed the deterioration in her general health"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), cognitive disorder ("cognitive disorders"), heavy menstrual bleeding ("heavy periods"), fatigue ("fatigue"), osteoarthritis ("early arthrosis"), dizziness postural ("she struggled to get up in the morning"), allergy to metals ("she was found to have an allergy to nickel") and metal poisoning ("poison inside") and underwent knee operation ("knee operation"). The patient was treated with surgery (to remove essure and). Essure was removed. At the time of the report, the outcomes for pelvic pain, cognitive disorder, heavy menstrual bleeding, fatigue, osteoarthritis, general physical health deterioration, knee operation, allergy to metals and metal poisoning were unknown. The reporter considered allergy to metals, cognitive disorder, dizziness postural, fatigue, general physical health deterioration, heavy menstrual bleeding, knee operation, metal poisoning, osteoarthritis and pelvic pain to be related to essure administration. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pain, [pelvic pain female], cognitive disorders [cognitive disorders], heavy periods [heavy periods], fatigue [fatigue] , early arthrosis [arthrosis], he noticed the deterioration in her general health [general physical health deterioration], knee operation [knee operation], she struggled to get up in the morning [dizziness on standing up] , she was found to have an allergy to nickel [nickel allergy] , poison inside [metal poisoning] . Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain,") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2017 she experienced general physical health deterioration ("he noticed the deterioration in her general health"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), cognitive disorder ("cognitive disorders"), heavy menstrual bleeding ("heavy periods"), fatigue ("fatigue"), osteoarthritis ("early arthrosis"), dizziness postural ("she struggled to get up in the morning"), allergy to metals ("she was found to have an allergy to nickel") and metal poisoning ("poison inside") and underwent knee operation ("knee operation"). The patient was treated with surgery (to remove essure and). Essure was removed. At the time of the report, the outcomes for pelvic pain, cognitive disorder, heavy menstrual bleeding, fatigue, osteoarthritis, general physical health deterioration, knee operation, allergy to metals and metal poisoning were unknown. The reporter considered allergy to metals, cognitive disorder, dizziness postural, fatigue, general physical health deterioration, heavy menstrual bleeding, knee operation, metal poisoning, osteoarthritis and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2025: quality safety evaluation of ptc. 21-may-2025: health authority reference number added. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pain, [pelvic pain female] , cognitive disorders [cognitive disorders] , heavy periods [heavy periods] , fatigue [fatigue] , early arthrosis [arthrosis] , he noticed the deterioration in her general health [general physical health deterioration] , knee operation [knee operation] , she struggled to get up in the morning [dizziness on standing up] , she was found to have an allergy to nickel [nickel allergy] , she was found to have an allergy to nickel [metal poisoning]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain,") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2017 she experienced general physical health deterioration ("he noticed the deterioration in her general health"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), cognitive disorder ("cognitive disorders"), heavy menstrual bleeding ("heavy periods"), fatigue ("fatigue"), osteoarthritis ("early arthrosis"), dizziness postural ("she struggled to get up in the morning"), allergy to metals ("she was found to have an allergy to nickel") and metal poisoning ("she was found to have an allergy to nickel") and underwent knee operation ("knee operation"). The patient was treated with surgery (to remove essure and ). Essure was removed. At the time of the report, the outcomes for pelvic pain, cognitive disorder, heavy menstrual bleeding, fatigue, osteoarthritis, general physical health deterioration, knee operation, allergy to metals and metal poisoning were unknown. The reporter considered allergy to metals, cognitive disorder, dizziness postural, fatigue, general physical health deterioration, heavy menstrual bleeding, knee operation, metal poisoning, osteoarthritis and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: upon receipt of new follow up argus cases (B)(4) are found to be duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database. All relevant information, references, events (pain, cognitive disorders heavy periods, fatigue¸ deterioration in her general health, she struggled to get up in the morning) source documents, reporters were transferred to retention cases. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.